Event description:
It was reported that the patient never had therapeutic effect. The patient¿s symptoms were the same if not worse than before implant. There was no stimulation sensation. The patient increased her stimulation to 2.5 from amplitude of 2.0. The patient went to the doctor¿s office on the day of report because she thought her implantable neurostimulator (ins) site was getting infected. The doctor checked and noted she did not have an infection. The patient wanted to change programs. Additional information reported the patient did not have 50% or greater symptom reduction. The patient needed reprogramming on (B)(6) 2015 because she was playing with her device and did not know what she was doing. Reprogramming was scheduled for (B)(6) 2015. The patient did not experience a loss of therapeutic effect and it was unknown if the patient experience a loss of stimulation. It was noted that the patient recovered without permanent impairment. Subsequent information received reported that the patient¿s bladder was releasing every 2 hours and she could not hold it. The patient was not getting relief from therapy. Her device was protruding and she was not sure if it was the ins or wires. The trial worked wonderful and beautiful but the implant was not working since she got it. The patient was not feeling stimulation. The patient was on program 2 at 2.5v but patient services helped her change to program 3 at 3.0v and therapy was on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v5j9, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0v5j9, implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient did have concerns with their device or therapy. Appointment date was noted as (B)(6) 2015.

Manufacturer narrative:
(B)(4)